Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR report #: 3008829311-2018-00137, reference MFR report #: 3008829311-2018-00138, reference MFR report #: 3008829311-2018-00140. It was reported that the patient experienced ineffective therapy due to lead migration following a fall. As a result, surgical intervention may be pending to address this issue. M

Event description:
Device 3 of 4. Reference MFR report #: 3008829311-2018-00137. Reference MFR report #: 3008829311-2018-00138. Reference MFR report #: 3008829311-2018-00140. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 wherein the leads were explanted and two new leads were implanted bilaterally at l5 to cover both of her feet. Effective therapy was restored post operatively.